Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 448 mg/dl at the time of the incident. Another blood glucose level was 60 mg/dl. Customer stated that the insulin pump had post-reset ram crc alarm. Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was assisted with troubleshooting for high blood glucose. Customer had not been using insulin pump system within 48 hours of reported high blood glucose event because insulin pump was off due to low battery and customer did not notice it. The device will not be returned for analysis.